Event description:
It was reported regarding five screws total, that the tulip heads popped off during a revision surgery. The original surgery was in (B)(6) 2014. Larger diameter screws has to be used which the surgeon didn't want to do originally.

Manufacturer narrative:
Method: device not returned. Results: no lot number was provided, so manufacturing records could not be reviewed. The reported disengagement was confirmed through inspection of the other, returned devices. The inspection revealed deformation on the screw tulip around the edge of the bone screw hole, which suggests that the issue occurred during persuasion as there was no deformation on the bone screw head. Conclusion: due to the multifactorial nature of the event and no device being received back for this specific complaint, the root cause cannot be determined conclusively.

Event description:
It was reported regarding five screws total, that the tulip heads popped off during a revision surgery. The original surgery was in (B)(6) 2014. Larger diameter screws has to be used which the surgeon didn't want to do originally.